Event description:
Additional information received identified the ipg was explanted on (B)(6) 2017. Reportedly, the issue resolved following an explant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced discomfort at the ipg site (described as shocking and buzzing sensation) since implant. It was also stated discomfort was present intermittently with the scs system off. Surgical intervention may be taken at a later date to address the issue.